Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 11/10/2024 23:32:00.000 and on 11/10/2024 23:42:00.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Please see below for the pump errors/alarms noted 1 week prior to the event date 11-nov-2024 in the pump history file. 11/05/2024 11:37:50.000 alarmalertnotification faultnumber = sensor error alert (801) 11/05/2024 12:16:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 11/05/2024 12:33:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) 11/09/2024 23:49:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 11/10/2024 23:32:00.000 alarmalertnotification faultnumber = broken force sensor error (35) 11/10/2024 23:42:00.000 alarmalertnotification faultnumber = broken force sensor error (35) 11/10/2024 23:45:45.000 batteryremoved 11/10/2024 23:45:45.000 alarmalertnotification faultnumber = battery removed (84) 11/10/2024 23:45:45.000 batteryinserted 11/10/2024 23:45:45.000 alarmalertnotification faultnumber = failed batt test (58) 11/10/2024 23:48:04.000 batteryremoved 11/10/2024 23:48:04.000 alarmalertnotification faultnumber = battery removed (84) 11/10/2024 23:53:24.000 batteryinserted 11/10/2024 23:53:24.000 alarmalertnotification faultnumber = failed batt test (58) 11/10/2024 23:54:50.000 batteryremoved 11/10/2024 23:54:50.000 alarmalertnotification faultnumber = battery removed (84) unable to test for sensor error alert, lost sensor alert and failed batt test due to critical pump error (open book image) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Sensor error alert unknown. Lost sensor alert unknown. Pump error 35 confirmed. Failed batt test (58) unknown. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.